Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly. Pump error 53 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer and the customer's parent reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high or low glucose alerts. The device alarmed hardware low level failure, software error detected, and failed battery test during self-test. The customer¿s blood glucose during the incident was unknown, however, the customer's parent reported that the customer had low blood glucose since the afternoon but they were unsure if the customer was off the pump. The device will be returned for analysis.